Event description:
It was reported that the patient underwent an anterior cervical spinal fusion procedure at c4-5, c5-6 with an interbody cage and rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. The patient received significant medical treatment to care for related injuries. The patient never recovered from the surgery and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2008, the patient presented with pre-op diagnosis of c4-5 , c5-6 herniated disc with cervical stenosis and radiculopathy. The patient underwent complete c4-5 and c5-6 anterior cervical discectomy and fusion using spacers and rhbmp-2 and anterior plating . Per op-notes, "the endplates were then meticulously prepared for fusion and a 6 mm spacer filled with rhbmp-2 was tamped into position at the c5-6 level using fluoroscopic guidance followed by a 7mm spacer filled with rhbmp-2. Metal plate was placed from c4 through c6."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.